Event description:
It was reported that the right ventricular (rv) lead was capped "unusable" and was non-prophylactically replaced. Additional inform ation has been requested regarding the reason for replacement, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Follow-up was conducted and revealed that during the device routine replacement procedure, the physician noticed an insulation breach of the lead. During the lead replacement procedure, the patient experienced an episode of rapid ventricular tachycardia and ventricular fibrillation vt/vf and the patient required shocks with an external defibrillator. The lead was capped and replaced. No further patient complications have been reported as a result of this event. (B)(4).